Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of power cable disconnect (pcd) alarms while connected to the power module was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 3 days ((B)(6) 2021¿ (B)(6) 2021, per time stamp). Several atypical, intermittent pcd alarms are captured on (B)(6) 2021 between 20:23:18 and 20:23:20 while connected to the power module; these coincide with reports of relative state of charge (rsoc) invalid faults on the white power cable. These alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause for the reported event of pcd alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the heartmate 3 system controller (serial number (B)(4)) was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2020. The heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as the power cable disconnect alarms. The heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ and the heartmate iii instructions for use section 8 ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed several power cable disconnects while the device was connected to battery power. The alarms were not replicated in clinic but were noted in the device's history. The log also showed evidence of a poor battery/clip connection on the black system controller cable causing the alarms. It was recommended to clean and inspect the battery/clip connections and replace batteries/clips if necessary. Upon further review of the log file, it was noted that there were power cable disconnects that occurred while the device was powered by the power module.